Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia as well as for site infection on (B)(6) 2021. The customer blood glucose level was 500 mg/dl and 600 mg/dl at the time of hospitalization. Customer stated there was puss coming out of the site he got admitted in january to emergency room two times. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the auto mode feature was active. The customer was treated with insulin drip. The device will not returned for analysis.